Event description:
It was reported that the patient experienced three seconds of asystole during the device change out procedure. Both leads were programmed to bipolar. The right ventricular (rv) lead then reverted to unipolar. The rv lead was programmed to unipolar pacing and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.